Manufacturer narrative:
The reported events were failure to capture, failure to sense, helix mechanism issue and lead micro-dislodgement. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Final analysis found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. The reported events of failure to capture and failure to sense were not confirmed. Final analysis of the lead did not find any indication of conductor fractures, the lead was found an internal short due to the over torqued inner coil in the connector region consistent with procedural damage and the lead had no any anomalies with the exception of procedural damage.

Event description:
It was reported that patient right ventricle (rv) lead and pacemaker exhibited loss of capture and no r-wave were sensed. The pacemaker remains implanted and the rv lead was revised on (B)(6) 2024. During the lead revision procedure, the helix of the rv lead failed to be extended and retracted and was identified to be micro-dislodged. The physician elected to explant the rv lead and replace with a new lead. The patient was stable throughout the procedure.